Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was returned and waiting for analysis to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative preparation for use, the device exhibited an enlarged diameter on the drill side, drill bit in the attachment has more movement and a loose and dislocated spring and ring were visible inside the device. There was no patient involved.

Manufacturer narrative:
H3:product analysis :evaluation determined the reported allegation of diameter drill side enlargement being confirmed. The likely cause of the failure was due to detached bearings. It was also noted that the laser markings were illegible/faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative preparation for use, the device exhibited an enlarged diameter on the drill side, a loose and dislocated spring and ring were visible inside the device. There was no patient involved.

Manufacturer narrative:
Regulatory report: 1625507-2026-00231. Aware date has been corrected to 2026-may-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.